Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection procedure, the device did not fire. Reload a new loading unit but still the issue persist. Another stapler and loading was used to complete the procedure. No patient injury has been noted.